Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: a2,d3,e1,g1,g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted extensive adhesions between the omentum, small bowel and the previous umbilical mesh. The omentum and small bowel loop were significantly adhesed into this mesh with what appeared to be some erosion into the omentum and the small bowel. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information was provided.